Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the ball bearings of the articular surface provisional shim fell out during sterile processing.